Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the device was planned to be used off label in the superficial femoral artery (sfa). During preparation, the stent came off the delivery balloon catheter, on the table. The device was not used on the patient. No additional event or patient information is available.

Manufacturer narrative:
.